Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.